Event description:
This serious solicited device case was received from (B)(6) on (B)(6) 2013 from a patient via patient support program. This case concerns a male patient (age unspecified) who received 6 ml of synvisc instead of 2 ml (device misuse), reported that he had no relief after synvisc injection (sub-therapeutic response) and underwent left knee arthroscopy. The patient's medical history included osteoarthritis. No past drugs, concurrent condition and concomitant medications were reported. On (B)(6) 2013, the patient received treatment with synvisc injection, at a dose of 6 ml instead of 2 ml (device misuse), (route, batch/lot number and expiration date unknown) for osteoarthritis of left knee. On the same day, the patient reported that he had no relief after synvisc injection (sub-therapeutic response). On an unknown date, in (B)(6) 2013, the patient underwent left knee arthroscopy. The setting for the event was unknown. No other medical details were disclosed. Corrective treatment: not reported. Outcome: left knee arthroscopy and no relief from synvisc (subtherapeutic response) - unk. Treated with synvisc 6 ml (device misuse) - not applicable. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. The reporter's overall causality for the case was not reported.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who underwent left knee arthroscopy after receiving synvisc for osteoarthritis of left knee. Although, the role of device cannot be ruled out due after receiving synvisc for osteoarthritis of left knee. Although, the role of device cannot be ruled out due to anatomical proximity, however, information regarding concomitant medications is needed for better assessment of case. Furthermore, the patient's medical history of osteoarthritis might have contributed to the event in this case.